Event description:
Pt underwent bariatric surgery, a laparoscopic roux-n-y procedure. On the following day pt was taken back to surgery to repair a possible leak. A leak was found and repaired. Pt condition continued to deteriorate with pt developing hypotension and acute renal failure. The following day pt was transferred to another facility for possible hemodialysis. Eight days later pt expired.